Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. During evaluation it was discovered that the belt was unable to pass incoming functionality testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt for an unrelated issue. Upon evalaution it was discovered that the belt was unable to pass incoming functionality testing.